Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported complaint was observed. Results from the product history record review indicated the product met release criteria. Additional observations were as follows; lens was returned in two pieces. Blood and solution were dried on the lens. One haptic was bent at the gusset/distal areas due to the condition of the returned sample. The other haptic was broken/torn-not returned. The optic was scratched/marked and was torn/split-possibly cut. Root cause: while we are unable to determine the origin of the damage, our observations reasonably suggest that it is not manufacturing related. Due to the condition of the returned lens, the damage is most likely caused by the customer and is unlikely that the device contributed to the event. Based on the results from the product and batch history record, the product met release criteria. Actions: there have been no other complaints for this lot. No further action is warranted at this time. Final comments: based on our current trends, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional information has been requested. (B)(4).

Event description:
A nurse reported that during a follow up visit following intraocular lens (iol) surgery, it was noticed that the iol was decentered and one haptic was missing. At the time of surgery, during the folding of the lens, nothing exceptional was noted. The pupil was very tight, but the implantation and positioning went well. Four days later, the iol was exchanged for the same model and power. The missing haptic was not found in the eye, and is suspected to have remained in the cartridge, which was discarded. Additional information has been requested.